Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A biomedical technician (biomed) contacted fresenius technical support (ts) to report that a dry acid mixer would not fill in rinse or dissolution modes. Per the biomed, a previous tech had seen a spark and then noticed a burning scent coming from the control panel area of the mixer during an initial fill. The control console was replaced along with the fill valve and fill valve cable. The voltage to pins 1 and 2 of the fill valve were checked (when stepped to the fill cycle with the led light on), and it only displayed 10v ac. They swapped the control board and central processing unit (cpu) with new parts, but the mixer still wouldn¿t fill or step through the cycle. It was reported that the fill valve and control board were both arranged to be returned for evaluation. While speaking with ts, the biomed asked about onsite service for the mixer. Upon follow-up with the biomed, it was stated that the issue had been resolved. The biomed said the "fill plug" that goes into the control panel was burnt. The biomed said the ¿fill cord¿ and control panel were both replaced, and everything was working. No treatments had to be cancelled because of the reported issue. The burnt ¿fill plug¿ was reportedly discarded. Additionally, photos of the damaged part(s) were not provided.

Event description:
A biomedical technician (biomed) contacted fresenius technical support (ts) to report that a dry acid mixer would not fill in rinse or dissolution modes. Per the biomed, a previous tech had seen a spark and then noticed a burning scent coming from the control panel area of the mixer during an initial fill. The control console was replaced along with the fill valve and fill valve cable. The voltage to pins 1 and 2 of the fill valve were checked (when stepped to the fill cycle with the led light on), and it only displayed 10v ac. They swapped the control board and central processing unit (cpu) with new parts, but the mixer still wouldn¿t fill or step through the cycle. It was reported that the fill valve and control board were both arranged to be returned for evaluation. While speaking with ts, the biomed asked about onsite service for the mixer. Upon follow-up with the biomed, it was stated that the issue had been resolved. The biomed said the "fill plug" that goes into the control panel was burnt. The biomed said the ¿fill cord¿ and control panel were both replaced, and everything was working. No treatments had to be cancelled because of the reported issue. The burnt ¿fill plug¿ was reportedly discarded. Additionally, photos of the damaged part(s) were not provided.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation and an on-site evaluation was not performed by a fresenius field service technician (fst). However, the complaint investigation found objective evidence indicating a product problem, and thus the complaint was confirmed. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. Based on the available information, the complaint has been confirmed.